Manufacturer narrative:
Investigation summary: upon receipt at our post market quality assurance laboratory, this ams 700 inflatable penile prosthesis was thoroughly inspected and analyzed. Analysis confirmed a product problem that could affect the functionality of the pump consistent with the reported observations. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Technical analysis: the ipp cylinders were visually inspected and functionally tested. Cylinder 1 was found to have a leak in the proximal cylinder body; a hole was present. Cylinder 2 was found to have a leak in the kink resistant tubing (krt). The damage in both cylinders was determined to be the result of sharp instrument damage consistent with explant. The krt of both cylinders was worn to the filament and the cylinder bodies exhibited wear at the fold. Visual inspection of the momentary squeeze (ms) pump noted the krt to be worn to the filament; there were no leaks. Functional testing was performed and the pump did not activation testing at the specified force. Product analysis concluded these activation issues could impact the functionality of the pump. Product analysis confirmed a problem with the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Investigation conclusion: the product record review indicated that the reported events do not represent an unanticipated event. Based on the pump issues identified during analysis, the evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a revision procedure due to a non-functional pump. The existing device was removed and replaced with a new ipp. It was noted that the new device was passed to the surgical table outside its sterile packaging. The device was still implanted and the patient was placed on prophylactic antibiotics. There were no patient complications.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) was scheduled for a warranty revision procedure due to unspecified device performance issues. It was later reported that the revision procedure was performed. The existing device was removed and replaced with a new ipp. It was noted that the new device was passed to the surgical table outside its sterile packaging. The device was still implanted and the patient was placed on prophylactic antibiotics. There have been no patient complications.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a revision procedure due to a non-functional pump. The existing device was removed and replaced with a new ipp. It was noted that the new device was passed to the surgical table outside its sterile packaging. The device was still implanted and the patient was placed on prophylactic antibiotics. There were no patient complications.